Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Additional info has been requested and received. Yanwen fang, yi lu, xinhua wu, aizhu miao, yi luo visual function and subjective quality of life in chinese cataract pts after implantation with aspheric intraocular lenses. Eur j ophthalmo 2011; 21 (6): 732-740. (B)(4).

Event description:
In a journal article, the investigator reported the results of a prospective study that evaluated and compared the objective and subjective visual function after implantation of two aspheric intraocular lenses (iol), in (B)(6) cataract pts. Forty-one eyes, (28 pts) with cataracts were randomly assigned to receive either this manufacturers' aspheric iol (19 eyes) or another manufacturers' aspheric iol (22 eyes). All surgeries were performed by the same surgeon with the same procedure. Three months postoperatively, best-corrected visual acuity (bcva), contrast and sensitivity, wavefront aberrations, and subjective visual quality were measured. The investigator reported 16 of the 19 eyes (this MFR's iol) had bcva of 20/25 or better and three eyes had 20/40 or better. The investigator also reported that 9 of the 19 eyes had minimal to mild posterior capsular opacification and there were two pts who reported bilateral glare disturbances. The results showed that there was no significant difference in visual acuity, contrast sensitivity, subjective visual quality, and degree of pco between the two groups. It was determined that both iols could reduce spherical aberration of the optic system of the eyes after cataract surgery. However, the data suggest that the amount of negative spherical aberration generated by current available aspheric iols might not be optimal for (B)(6) eyes. In a f/u with the investigator, he reported that the pts were satisfied with their surgeries and there were no issues.